Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the device displayed that it had tripped elective replacement indicator. The device was checked at a later day and normal device characteristics were noted.